Manufacturer narrative:
Update (B)(6) 2025: patient was treated with blood transfusion. The patient also experienced open wound on the caudal side due of infected hematoma. The wound was rinsed and advacyn gauzes applied. Update (B)(6) 2025: patient has recovered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one visi-pro stent was used to treat the left common iliac and another visi-pro stent was used to treat the right common iliac. Approximately 5 months post procedure patient suffered occlusion of the kissing stent in the common iliac artery left and right. The patient underwent surgery: a continuity restoration because of a previous acute right hemicolectomy. After the surgery patient had numbness in the feet both sides, spreading upward. Cta scan was made: and an occlusion of the kissing stent in the common iliac artery left and right was seen. The kissing stents were the stents of the index procedure. No options for thrombolysis because it was 0 days after operation. Therefore, started with therapeutic dalteparine. Thrombo-suction of the occlusion in the aorta and the right common iliac artery and placement of three stents on the right side. On the angiography a good result was seen. Patient has not recovered.